Event description:
During a procedure, the handpiece overheated and burned the pt's lip. The lip was burned into the vermillion. The pt went to the doctor for the burn, but no info was available regarding treatment.